Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Testing identified a high current condition. Detailed analysis determined a leaky capacitor caused the high current drain and resultant premature battery depletion. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was also completed and all measurements were within normal limits.

Event description:
Boston scientific received information that during an in office visit the patient was noted to be lightheaded and had previously experienced syncope. Upon interrogation it was found that the pacemaker had less than two years remaining battery life after only having been implanted less than one month. There was also several episodes of oversensing of noise on the right ventricular (rv) channel leading to pacing inhibition. The patient had an intrinsic rate in the 30 beat per minute range. Data analysis showed the battery appeared to be depleting more quickly than expected and replacement was recommended. A revision procedure was performed where the pacemaker was explanted and replaced. The rv lead remained in service with the new device since testing of the lead during the explant through the pacing system analyzer (psa) and new device helped determine the lead was functioning appropriately. No additional adverse patient effects were reported. No additional adverse patient effects were reported.